Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was kinking in the back of the patient's throat as well on the outside of the mouth where the holder was holding it in place. There was no patient injury.